Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a dermatology procedure. As a result of the electromagnetic interference (emi), this device exhibited oversensing that resulted in pacing inhibition and one burst of anti-tachycardia pacing (atp). No adverse patient effects were reported. At this time, this device remains in service.